Event description:
On (B)(6) 2012, pt reported the infusion device was not giving alerts for a low insulin cartridge or for occlusion errors. Pt stated the last time the cartridge was depleted; he did not receive the low cartridge warning. Had pt review the alarm history; the a1 (low cartridge) warning was given early in the morning. Pt stated the alarm came on early in the morning and he must have confirmed the error and then forgotten that he had rec'd it. Pt reported the infusion device is also not giving error messages for an occlusion. Pt stated he attempted to prime and also programmed 2 boluses and never saw any insulin flow. Pt reported he never saw any insulin move through the infusion set tubing at all. Pt stated the issue occurred the other day; is unable to recall the date. Pt reported he has experienced elevated blood glucose readings due to the concern with the infusion device not giving him the occlusion error. Pt stated he experienced a reading over 300 mg/dl four days ago. Pt's target blood glucose level is 80-120 mg/dl. Pt reported he changed the infusion set tubing, the infusion site and the insulin cartridge and then the blood glucose level finally lowered. Pt stated he did not require outside medical attention. Educated pt on the parameters of the occlusion error. Pt switched to his backup infusion device. Pt reported the cause for the elevated blood glucose reading was due to the infusion set "plugging up" and the infusion device not giving him the error 4 (occlusion) error message. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
Product was received on (B)(4) 2012. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.